Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2020-00218. During a monopolar ablation case, the probe and surrounding insulation started smoking and the physician and patient were burned. The generator showed the temperature to be 18 c and did not show that it was increasing. The probe and surrounding insulation started smoking. The physician removed the probe from the patient, and their hand was burned through the glove. Additionally, the patient was also burned. The probes and needle were exchanged, and the generator was used to complete the procedure. There were no alarms or indication that the probe was heating past temperature; the screen still showed 18 c. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.